Event description:
It was reported to manufacturer that the vns depression patient contacted her previous physician reporting that she was uncomfortable with the vns device and uses the magnet 90% of the time to disable stimulation. The patient had moved to another state approximately one year prior, and the previous physician that the patient was contacting is located in a different state. The patient was provided with names of physicians that she could contact in her current area to have the vns device evaluated. The patient contacted the previous physician's office again on 08/24/2009 stating, "she was going to cut out the device". Further follow up with the previous physician's office revealed that the patient contacted the office again on 09/22/2009 and stated that she has not seen another physician in her area due to financial issues. Good faith attempts to obtain additional information have been unsuccessful to date.